Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer planned to contact their healthcare provider to obtain backup insulin therapy.